Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that patient was unable to turn up his stimulation and the lead exhibited high impedance readings on every lead contact. An x-ray showed a kink in the lead. Consequently, the lead was explanted and replaced. The patient reported effective stimulation postoperative.